Event description:
Catheter for intracranial pressure monitoring did not work. Another device was used to complete the case. Occurred during a procedure,

Manufacturer narrative:
Follow up filed in order to correct the lot number.

Manufacturer narrative:
Complaint sample was not returned to codman for evaluation. In the absence of the complaint sample, a review of the quality records for the ventricular catheter kit, lot 509800, was conducted and no issues were found. The difficulty reported by the customer could not be determined. If the sample is returned in the future, this complaint will be re-opened and evaluated. No root cause could be determined as no sample was returned for evaluation. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
(B)(4).upon completion of the investigation a follow up report will be filed.